Manufacturer narrative:
The field complaint of backup vvi was confirmed. The device was received in backup vvi operation. Visual inspection found cautery marks on the can. The device was in backup vvi mode when received due to code corruption, which is consistent behavior associated with exposure to cautery during explant procedure. Review of battery trend data indicated average monthly battery levels above eri throughout the entire implant duration. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies.

Event description:
During revision surgery, electrocautery was used, causing the device to go into backup mode. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.